Event description:
Reported multiple false positive flu a, flu b, and sars results on sofia flu + sars. It is unknown which patients were symptomatic or asymptomatic. Number of false positives is unknown along with the specific breakdown by patient and analyte was not available. The customer communicated that most of the results were confirmed negative by molecular (pcr testing) but a few were confirmed through rapid antigen tests (number and brand unknown).

Manufacturer narrative:
Investigation summary: a review of the DHR found that lots met all release criteria. A review of complaint history did not identify any adverse trends. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Tested 5x retained devices with negative standard for lots 706234 and 706367. All devices yielded valid and accurate negative results at the 15-minute result read time. Root cause: cannot duplicate with retains; unable to determine. Source: phone.